Manufacturer narrative:
The tech isolated the issue to a bent latch cover, preventing the siderail latch from engaging. The tech straightened the latch cover to repair the bed.

Event description:
Info received indicates the right lower siderail is not latching.